Event description:
It was reported that a cartridge alarm 1 occurred. Additionally, it was reported that an altitude alarm occurred while the customer was not outside of labeled operating altitude range. Lastly, it was reported that a minimum fill notification occurred after the user filled the cartridge with 220 units of insulin during the load sequence. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, no response was received from the customer. Customer¿s blood glucose (bg) level was "high"; specific value not provided. Customer administered a manual injection to address bg.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The failure investigation has been completed and the alleged altitude alarm and cartridge alarm issues were verified in the pump logs; however, no failure was identified. Based on the analysis, the alleged minimum fill notification issue could not be verified.